Manufacturer narrative:
Surgeon reported that he had a patient with three rib fractures and had initially only plated one rib fracture. The plate broke post-op and the surgeon explanted the broken plate and re-plated two of the fractures. The 4 screws used to install the plate were removed with the broken plate.

Event description:
Plate removal due to plate breakage.